Event description:
Emcyte prp collection device had a flap failure - pure supraphysiologic. During filling of the prp device with patient blood, the flap opened and splattered blood on our rn. Emcyte distributer contacted and told us that emcyte has a new product design now and they no longer manufacture the old flap design.